Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd879916 and gd879163 with no issues detected during manufacturing of these batches. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis incident.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unknown date, the patient experienced peritonitis which resulted in hospitalization on an unreported date. The cause of the peritonitis and treatment were not reported. On an unreported date, the patient recovered. Dianeal therapy was ongoing. An opinion of causality was not reported.